Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2006. The patient experienced mesh erosion, chronic infections, pain, inflammation, malaise, and restricted mobility. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.